Event description:
It was reported that during a treadmill test the patient had symptoms of coughing and chest fullness with increased heart rate. It was questioned if the device was pacing during the av delay setting. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).